Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 205 mg/dl and a bolus was delivered to address bg. Customer reported champagne size air bubbles in the tubing. Customer changed pump supplies to address bg. Insulin delivery was resumed.